Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned a follow up will be filed as needed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that during a myosure tissue removal a myosure lite device was used for the removal of a 3-4cm fibroid. The device was in use for 45 minutes when the physician felt the blade getting dull and the blade stopped. The device was unplugged and re-plugged into the controller for continued use. "Shards of metal" were noted to be in the patient and the removal of the metal was confirmed by hysteroscopy. No injury reported.